Event description:
It was reported to medtronic minimed that the customer experienced data not available (B)(6) 2024, issue was missing data in carelink reports and carelink upload was ok. The customer reported no adverse event. The event involved product(s) mmt-7333. Troubleshooting was performed and issue was unresolved. No harm requiring medical intervention was reported. Product return is not applicable for non physical device mmt-7333.

Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
An attempt was made to reproduce the issue by generating the report for the user in care link support application and observed that the issue is reproducible. Confirmed: testing and/or analysis verifies or provides evidence that the issue occurred at the time of the reported event. After conducting thorough investigation by downloading the uploaded data from database and identified that the report doesn't show any data, because the user has uploaded from both the pumps and days are overlapping , upload from (B)(6) has both pump and sensor data for (B)(6) upload from (B)(6) was a bulk upload from feb 29th 24 to jun 6th 25 and has pump data starting from (B)(6). For the given date range, data from both the uploads are chosen (because the 2nd upload has 1 year data) however the latest upload takes precedence and hence the report is generated with the latest uploaded data which does not have pump data. The software did not adhere to the specified requirements and did not perform in accordance with the expectations specified in the software requirement and specification document listed below under sw requirement doc . The root cause of this issue is current system is taking precedence for the latest upload which doesn't have pump data, but it should be corrected to use pump data if available in a given time range. An (B)(4) is created to address in 6.4 release. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.